Manufacturer narrative:
Device used for treatment, not diagnosis. Kettler, m., et al (2007). Flexible intramedullary nailing for stabilization of displaced midshaft clavicle fractures technique and results in 87 patients. Acta orthopadica, 3; 424-429 this report is for an unknown nail (titanium endomedullary), unknown quantity/unknown lot. UDI: part unknown, UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: kettler, m., et al (2007). Flexible intramedullary nailing for stabilization of displaced midshaft clavicle fractures technique and results in 87 patients. Acta orthopadica, 3; 424-429. (B)(6). The results of a new minimally invasive procedure based on the use of elastic, stable intramedullary titanium nails were analyzed. From (B)(6) 2001 to (B)(6) 2005, 95 patients with mid shaft fractures were treated by eight different surgeons using elastic titanium nail (synthes, (ten) or depuy (ecmes). The article did not identify which nails were implanted in the patients. The average patient age was 38 years (range 15-74) and included 68 males and 32 females. Of the 95 patients, 8 patients were lost to follow-up no early complications were reported in these patients. Eighty-seven patients were evaluated after an average follow-up period of 13 months (range 6-28). Outcome was assessed using dash score, shoulder function was measured using self-reported constant score. Complication: an atrophic nonunion was seen in a (B)(6) smoker with the nail in situ for 12 months; however, she remained clinically asymptomatic. This report is 1 of 1 for (B)(4). This report is for unknown nail (titanium endomedullary), unknown quantity and lot number.